Manufacturer narrative:
Despite multiple attempts, no additional information was available from the local representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services. The hcp reported that this patient underwent gall bladder surgery and a magnet had been positioned over the device site. The hcp commented that the device is now generating an atypical audible sound. The hcp was informed that the device can generate a tone for an alert or battery issue. The technical services consultant recommended that the device should be interrogated.